Event description:
The customer reported that she went to the emergency room with a blood glucose reading of 555 mg/dl. Prior to the event, the customer's blood glucose levels would drop after delivering a bolus, but would rapidly rise again. The customer stated that she removed the infusion set and the cannula was bent. The customer stated that she and her hcp felt that the insulin pump settings needed to be adjusted. Assisted the customer with the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.